Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received an inappropriate shock due to oversensing. Surgical intervention was performed. The electrode was explanted without incident. The explanted electrode will not be returned for evaluation.